Event description:
It was reported that during the implant procedure, the first attempted lead fell out of the targeted vessel and totally out of the coronary sinus just before slitting the guide catheter. A different lead was attempted and had the same issue as the first attempted lead. Neither lead was implanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the distal conductor had blood/body fluid (not obstructed). The outer tubing overlay had blood/body fluid and the outer insulation had a breached cut. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis revealed apparent explant damage. (B)(4) the full lead was returned and analyzed. No anomalies were found. However, all conductors, including the distal conductor, had blood/body fluid (not obstructed).